Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) year old male patient called zoll customer support to report that the patient's skin was breaking down under one of the rear therapy electrodes. The patient had an open sore. It is unknown whether the sore required medical intervention. The clinical outcome of the sore is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.